Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received an incomplete fill tubing as they had not completed the loading process. It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer completed the load process and addressed the high bg with a bolus via the pump. The customer acknowledged that they had initiated the load sequence but had not completed the load process.